Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen became frozen on an alert. Customer removed the cartridge and the alert was cleared. Customer's blood glucose level was 268 mg/dl.